Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: clip remained in exchange sheath and sheath failed to split. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. Reportedly, the sheath failed to completely split. The clip misfired and remained attached to the exchange sheath. Hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. Though requested, no add'l info was available.